Event description:
Healthcare professional reported right-side capsular contracture, baker grade iii. The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
A healthcare professional reported a patient experienced the events of ¿capsular contracture¿ and ¿explanted devices were reused and remain implanted¿ with inspira smooth silicone gel filled breast implant. The device still remains implanted.

Manufacturer narrative:
Clarifications to d6b.: explant information: "hcp called to report an explant surgery date of (B)(6) 2023 and advised that explanted devices were reused and remain implanted".